Manufacturer narrative:
Preliminary analysis showed that the reported behavior most certainly resulted from an interruption of the aida (device memories) programming process during the previous follow-up, which resulted in aida deactivation.

Event description:
Reportedly, the patient tripped and fell down at home late (B)(6) 2016. A pacemaker check was performed on (B)(6) 2016. Upon device interrogation, the message ¿aida memory is not activated¿ was displayed on the programmer screen. It was also confirmed that no data had been recorded in the device memory.

Event description:
Reportedly, the patient tripped and fell down at home late (B)(6) 2016. A pacemaker check was performed on (B)(6) 2016. Upon device interrogation, the message ¿aida memory is not activated¿ was displayed on the programmer screen. It was also confirmed that no data had been recorded in the device memory.

Event description:
Reportedly, the patient tripped and fell down at home late (B)(6) 2016. A pacemaker check was performed on (B)(6) 2016. Upon device interrogation, the message ¿aida memory is not activated¿ was displayed on the programmer screen. It was also confirmed that no data had been recorded in the device memory.